Event description:
Patient had vaginal hysterectomy, apogee and perigee devices placed and monarch sling surgery in 2008 by a dr. Developed septic shock and transferred to another hospital the next day. CT showed rectal perforation. Surgery done the following day: colostomy, remove apogee and perigee mesh and debridement necrotizing soft tissue infection. Pt critically ill, ventilated, on pressors for several days, required 2 additional surgeries for debridement and abdominal wound closure. D/c eighteen days later. Readmissions the following month with renal failure due to bilateral ureteral obstruction, possible retroperitoneal fibrosis from prior surgeries. Will require at least 2 additional surgeries in future to repair rectovaginal fistula and reverse colostomy and possible uretrolysis. Dates of use: 2008. Diagnosis or reason for use: vaginal prolapse.